Manufacturer narrative:
Submit date: 05/20/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding set. The customer states that after being in use for a few minutes, the dropper separated with the feeding tube. There was no injury to the patient.

Manufacturer narrative:
The device history record (DHR) of the lot number reported was reviewed, and was confirmed that the products were produced accomplishing quality requirements and released according to established procedures. One sample was received for evaluation. The received sample was evaluated visually and functionally, and the silicon tube was separated from the valve; the sample was used. Damage to the connector was observed (compressed by force) which does not represent the way product is released from the manufacturing site. The root cause is the damage to the connector compressed the tip and could have caused disconnection or leaking. This damage could have been produced by handling (incorrect forceful placement or removal). No corrective actions will apply since the failure mode was not confirmed as manufacturing related. This complaint will be used for tracking and trending purposes.